Manufacturer narrative:
The used device was returned for evaluation with its original opened packaging. Device catalog and lot numbers were verified. Visual inspection found one of the devices' shield fingers was detached and missing from the device. A likely cause is that the trocar shield was not armed during introduction of the trocar, thereby adding undue pressure on the shield making the finger detach. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A historical review of complaint data revealed a total of two similar complaints in the past two years. In the same timeframe (B)(4) units have been sold worldwide, making the rate of occurrence of this failure (B)(4). The instructions for use advise the user of the following. - do not attempt to use the trocar if the shield indicator does not move from the on to the off position, as the trocar tip will not be exposed for penetration. - if entry was incomplete, the instrument must be re-armed to re-activate the shield. To re-arm, unlock the top portion of instrument by simultaneously depressing the buttons on either side and pulling up to separate. The shield in now armed and will again retract when pressure is applied. - always visually check the shield indicator window for correct position of the shield. An investigation has been initiated to further examine this incident due to the risk of a device component potentially being left in the surgical site.

Event description:
The user facility reported that during a laparoscopic bilateral tubal ligation a reflex 5mm trocar was used and upon removal from the abdomen one of the plastic shields on the trocar spike was missing. A thorough search using a laparoscope within the abdomen, pelvis and trocar tract did not locate the spike. The procedure was completed with an alternative trocar and a 10-minute surgical delay. No patient injury was reported. The patient was discharged home the same day in stable condition. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.